Event description:
Physician attempted to remove clot from mesenteric artery using pronto v3. After removal of thrombus physician experienced resistance. Upon removal of pronto v3 physician reported that the distal tip was missing and was able to recover the pieces. There was no patient impact reported.